Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates the patient had an additional lead added on 26 jan 2021 to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was not receiving adequate pain coverage. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.